Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("pain during sex") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pruritus ("itching") and urinary incontinence ("urine leakage"). The patient was treated with surgery (surgery remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, pruritus and urinary incontinence outcome was unknown. The reporter considered dyspareunia, pruritus and urinary incontinence to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.